Manufacturer narrative:
Product analysis: there were numerous kinks along the hypotube and distal shaft. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was seen to the 12th and 13th distal stent segments with raised and misaligned struts. There was damage to the distal tip. (B)(4).

Event description:
It was reported that the procedure was prompted by coronary heart disease. The physician attempted to use an endeavor sprint drug eluting stent. The lesion was in the lcx with severe calcification and tortuosity, angle>60. The lesion was pre-dilated and 70% stenosis left after pre-dilation. No issues noted during inspection prior to use. During the procedure, it was reported that the stent could not cross the lesion, resistance was encountered but excessive force was not applied. The device was observed deformed. The physician retracted the stent and replaced it with another one to successfully complete the operation. No patient injury reported as a result of the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.